Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01567. The pt received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2007. It was reported that the pt fell about one month ago and subsequently lost stimulation. The pt stated that he lost his programmer. Another programmer was tried but was unsuccessful at communicating with his ipg. The pt complained of pain at the ipg site, and it was reported that a lead coil was eroding through the skin. Infections results were negative at the site of the erosion. The physician explanted the pt's system on (B)(6) 2011. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.